Manufacturer narrative:
Device evaluated by MFR: the device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that catheter entrapment on guidewire occurred. A rubicon¿ 14 support catheter and a guidewire were selected in order to recanalize the stenosed target lesion. During use, the guidewire became stuck inside the rubicon¿ 14. The devices were removed. No patient complications were reported.